Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm and they have tried different lot numbers, different types of sets. The customer's blood glucose was unknown at the time of incident. The troubleshoot was performed. The customer stated at the that time he had tried different sets, cannula lengths (his relative is on a pump with our sets too), different lot numbers, different boxes, different sites, and the pump continues to give no delivery alarms. Customer states they have tried all remedies. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The customer also stated the he was using the previous pump with the keypad anomaly and was advised to troubleshoot for the previous pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the self-test, displacement test, rewind, basic occlusion test, occlusion test, prime/ compromised force sensor system test and excessive no delivery test. No excessive no delivery alarm noted. All buttons functioning properly. No damage in keypad assembly noted. Inspected lcd connector and no unlocked connector noted. Insulin pump had cracked reservoir tube lip and minor scratched display window.